Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. The caller did not confirm if the issue caused any impact on blood glucose levels. Technical support assisted the caller with resetting the pump, resolving the malfunction, and ensured it did not recur. The customer was informed to continue using the pump and to contact support if the malfunction reappeared, which the caller acknowledged and understood.